Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricle assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. It was reported that the patient expired due to renal failure. The patient's outcome was reportedly not considered to be device or therapy-related. It was reported that (B)(6) was not explanted for evaluation. The customer reported that no additional information will be provided. The heartmate ii lvas IFU, rev. C, is currently available. Section 1, ¿introduction¿, lists potential adverse events, including renal dysfunction and death, that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to renal failure. The patient¿s outcome was not device or therapy related. The pump will not be returned for evaluation.